Event description:
It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. The procedure was done under general anesthesia. When the patient woke up, he complained about rectal pain and bloody discharge, which resolved postoperatively. The patient was admitted overnight and was discharged the following day with pain relieving medication. The following day, a CT scan showed a hematoma under the base of the prostate and svs. Currently, the patient is doing fine; he will start rt as planned.